Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported that the patient heard a pump alarm and experienced increased pain. The timeframe for the onset of pain was unknown. A motor stall was confirmed in the event logs with no motor stall recovery reported on (B)(6)-2015. The motor stall may exceed tube set occurred on (B)(6)-2015. The patient received oral pain medication (percocet) to avoid withdrawal. It was stated that electromagnetic interference (emi) and medical procedures were ruled out as contributing factors. The cause of the motor stall was not determined. Re-programming was attempted on (B)(6)-2015, but the pump was reportedly not able to be re-programmed. It was noted that elective replacement indicator (eri) was in 19 months. It was later reported that the pump was replaced on (B)(6)-2015. The patient recovered without permanent impairment. It was noted that medication titration was ongoing. The pump was used to deliver fentanyl, clonidine, and dilaudid.